Event description:
The physician attempted to advance ivus to gather information on the target lesion but it failed to advance, the lesion was pre-dilated and the ivus could pass. The lesion was reported to exhibit 90% stenosis, moderate tortuosity and severe calcification. The physician then attempted to advance an integrity rx (2.25 x 12mm) stent to lesion. The device could not cross the lesion. The stent was withdrawn and a pre-dilatation balloon advanced but it also failed to cross. Another balloon was used to dilate the lesion. The physician reattempted to advance the device but noticed the stent was no longer mounted on the balloon. The stent was retrieved by use of a snare catheter. A non-medtronic device was deployed to treat the lesion. No clinical sequelae were reported. Evaluation summary: the stent was returned attached to a snare device, the delivery catheter was not returned. A number of stent segment were intact, the remaining segments were stretched and deformed.

Manufacturer narrative:
Inherent risk of procedure - (failure to deliver and stent dislodgement), patient's condition affected effectiveness of device (lesion morphology) - severe calcification, moderate tortuosity and 90% stenosis, device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification, moderate tortuosity and 90% stenosis. (B)(4).